Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported failure. Physio then made unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete the boot-up cycle. There was no patient use associated with the reported event.